Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
Additional information received reported that the patient was to continue with normal remote follow ups. Then the patient expired. It was noted that the cause of death was not related to the device. There were no adverse patient effects related to the previous reported issue.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.